Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system solution set would not prime. After spiking the unspecified solution bottle, the drip chamber filled; however, the remainder of line would not prime. The drip chamber continued to fill. All clamps were unclamped at the "top and off end of the line still the same result" the bottle was re-spiked and still no change. The set was replaced. This issue was identified during priming. There was no patient involvement. No additional information is available.